Event description:
The patient reported a ¿jumping stomach¿. Follow up confirmed the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694965 lead, implanted: (B)(6) 2005. (B)(4).